Event description:
It was reported that one day post device upgrade implant, far field r-wave sensing and post-paced t-wave oversensing was observed. The oversensing was noted on a real-time egm. Programming changes were made; device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.